Event description:
The reporter called and alleged a discrepant result on the device when compared to a lab. The reported device result/lab inr reported was >8.0/5.95. No other info was provided. The device was replaced and requested to be returned for evaluation.